Event description:
It was reported that this right atrial (ra) lead was explanted due helix extension/retraction issues. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with stylet in it. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due helix extension/retraction issues. This lead was successfully replaced. No additional adverse patient effects.